Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The device was explanted on (B)(6) 2017. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine [500 mcg/ml] at a rate of 146 mcg/day, bupivacaine [3.75 mg/ml] at a rate of 1.095 mg/day, baclofen [125 mcg/ml] at a rate of 36.5 mcg/day, and morphine [25 mg/ml] at a rate of 7.3 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that a motor stall occurred via the telemetry logs. The patient did not recently have an MRI. There were no reported symptoms. Additional information was received on 2017-mar-28 from a manufacturer representative. They planned to explant the pump on (B)(6) 2017. No further complications were reported/anticipated.